Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that once implanted and set at 40, the valve did not drain. Thus it was explanted from patient, and a new one implanted. No adverse patient consequences.